Event description:
Clinical study. It was reported that 292 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a reintervention. The index procedure treated 1 de novo, 70% stenosed, target lesion located in the mid right coronary artery. The physician successfully implanted a 3x16mm taxus express2 drug-eluting stent at 18 atms. Residual stenosis was 0%. The patient was discharged 1 day post-index procedure. It was not indicated if plavix was prescribed. The patient had a coronary artery bypass graft (CABG) 292 days post-index procedure. The invervention was done at a different hospital than the index procedure and no additional information was provided.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.